Event description:
It was reported that the manufacturer representative interrogated the patient¿s implantable neurostimulator (ins) today due to routine programming. The ins battery life read out as ¿ok¿ and an asterisk was present on the screen, which they hadn¿t seen before. It was reviewed that this was normal for a certain model ins, but the manufacturer representative was sure the patient¿s ins was a different model as that was what they saw on the clinician programmer screen. The manufacturer representative didn¿t have any patient information. The bipolar impedances all read greater than 4000 ohms. The clinician programmer showed more than 100 months longevity. The patient¿s therapy was doing well and they had no complaints. The manufacturer representative would meet with the patient only if they called and complained about the therapy since there appeared to be no therapy issue at this time. No patient or device information was reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
Additional information received reported that the tech who reported the clinician programmer discrepancy saw 5 patients that day. The manufacturer representative reached out to the practice 2 or 3 times and was not able to obtain the patient¿s name or additional information. The tech could not remember which of the 5 patients this incident related to. If the patient did not get good efficacy in the future, they would definitely return for further programming. The practice was not motivated to provide this information as they deemed it unimportant on their end. The manufacturer representative would update if any news developed.

Manufacturer narrative:
Concomitant products: product ID: neu_unknown_lead, lot# unknown, product type: lead. Product ID: neu_unknown_prog, lot# serial# unknown, product type: programmer, physician. Product ID: 8840, lot# serial# unknown, product type: programmer, physician. (B)(4).